Event description:
It was reported there were some electrodes that were out of range >20,000 ohms. It was noted the patient was doing well with no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported shortly after the implant, the patient and their son were playing ball and the patient got hit with the ball at the ins site. It was noted, the patient had those high impedances ever since then. It was noted the high impedances had not resolved but no interventions had been taken or were planned regarding the high impedances.

Event description:
Additional information received reported there was an impedance reading of >10,000 ohms on all combinations that affected electrode 3. It was noted during an impedance test pre-MRI. There were no therapy issues.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).